Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the a heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found out that the stirrer motor was sized at the level of the bearing and was also very noisy once he tried to release it. A new stirrer motor was installed and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The bearing damage caused by corrosion due to environmental conditions in which the pumps operate led the stirrer motor to not rotate freely triggering the reported error code.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a stirrer motor malfunction when the device routine disinfection started. There was no patient involvement